Manufacturer narrative:
(Device would not open). The complainant was unable to provide the suspect device lot number: therefore, the device manufacture date is unk. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp. That a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed in 2008. According to the complainant, during the procedure, it appeared the clip device would not open. The physician successfully completed the procedure with another resolution clip device. No pt complications were reported as a result of this event. The pt's condition was reported as "good".